Manufacturer narrative:
Bayer service performed a check of the injector and found it to perform to specification. The subject disposables used during the injection were discarded at the site; however, the site was able to provide the lot numbers. Retained samples from that lot were functionally tested and found to perform to specification. The site declined clinical applications assistance.

Event description:
The site reported the following: a CT of the neck and abdomen with intravenous contrast was performed on a (B)(6) male outpatient who presented with a left neck mass and increasing abdominal girth. Stellant injector serial (B)(4) was used to inject the contrast media (optiray 300) during this study. The study was performed without event and the patient was discharged to home. Post procedure the physician reading the images noted a moderate amount of air in the right ventricle, left jugular vein and left innominate vein. The patient was contacted by a site representative who reported that the patient was asymptomatic. The site representative asked the patient to report to the emergency department for further evaluation. During his emergency department admission he continued to be asymptomatic; however, he was admitted overnight for observation and discharged the next day.